Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator log shows ex temp error. Heater or temp problem issue. At this time, there was no known impact or consequences to patient as well as the remedial action taken by the healthcare facility.